Event description:
It was reported by the perfusionist (ccp) that the central control monitor (ccm) touch screen display was cracked in the center. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During correspondence with the manufacturer to secure a replacement central control monitor (ccm), subsidiary stated the scratch is affecting touch screen operation. The manufacturer's subsidiary provided a photo of the touch screen damage. This device was reported for the same issue previously, but at the time of the report, the damaged screen was not affecting touch screen operation. It is possible that continued use and movement has caused the touch screen operation to degrade further, to the point of noticeable effects to touch response. On the original complaint, the damage was caused by user mishandling (the screen was hit by something while moving it). No additional action will be taken at this time.